Event description:
I implanted allergan high profile silicone breast implants (B)(6) 2002, I became very ill in 2016. After numerous autoimmune diseases I found out I had bia-alcl lymphoma cancer and had my implants removed on (B)(6) 2020. Unknown to me I had a left silicone rupture that was green. Today I continue to suffer from breast implant illness and the fight to regain my life. Allergan should be compensating me for all the money in mris every 3 months all the thousands of doctor bills I have due to their unsafe implant. I followed their study to the letter for a year. I'm begging the FDA to stand up to help fight for woman's health we are you and we are dying from this. FDA safety report ID# (B)(4).